Manufacturer narrative:
Concomitant products: py52bv lead, implant date: (B)(6) 1990.

Event description:
It was reported that the patient complained of a high pacing rate when she moved her arm. Testing showed noise oversensing and a polarity switch due to high impedance on the atrial channel. After mode changed to vvir due to the atrial fracture the patient developed pacemaker syndrome. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a breach due to a depression while in vivo.